Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400. (B)(4). Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing the pod for a few minutes the needle did not deploy. His blood glucose level was reading at 120 mg/dl and when he removed the pod the cannula was not visible. The pod was worn for less than an hour.